Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is further reported that the device was removed or discontinued (the infusion port was broken). No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported when the balloon was filled with water it ran out again and the device was unable to be used.